Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging and subsequent suturing are related to the activ.a.c.¿ therapy system. The nurse could not determine if the event was related to the activ.a.c.¿ therapy system. The activ.a.c.¿ therapy system was subsequently re-applied, and the physician noted the activ.a.c.¿ therapy system was discontinued as "goal of therapy met." Device labeling, available in print and online, states: contraindications: do not place foam dressing of the v.a.c.® therapy system directly in contact with exposed blod vessels, anastomic sites, organs or nerves. Warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 14-dec-2020, the following information was provided to kci by the family member: on (B)(6) 2020, upon leaving the hospital post initial activ.a.c.¿ therapy system placement, blood was allegedly seeping out of the dressing while on their way home. They returned to the hospital, and a ruptured artery was allegedly identified that required suturing. The activ.a.c.¿ therapy system was subsequently re-applied. On 12-jan-2021, the following information was provided to kci by the nurse: the patient reportedly experienced bleeding after leaving the hospital that required suturing in order to resolve the bleeding. The nurse could not determine if the event was related to the activ.a.c.¿ therapy system as technical issue had allegedly occurred. The nurse could not provide what type of technical issue occurred. No additional information was provided. Review of records noted the following: documentation provided on 07-dec-2020, noted the physician observed the patient on (B)(6) 2020, and under impression and plan, the patient's mother expressed "understanding of the proposed surgical plan" and "desire to proceed." Documentation provided on 13-jan-2021 noted the physician discontinued the activ.a.c.¿ therapy system on (B)(6) 2021 as "goal of therapy met." On 08-dec-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 12-jan-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.